Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they didn't receive any relief for their back since the implanted date. The patient mentioned during the trial it was beautiful for their neck all the way down to their feet. The stimulation gets from the end of their toes to the middle of their butt but the problem was from the backside from the top of the butt up. Patient mentioned that they went to see another healthcare provider however, they can't bring the stimulation up any higher than their butt. Patient reported that they were in pain for the past week and a half. Patient confirmed that they were able to adjust the stimulation to check if it helps them but they didn't felt the stimulation on their back. During the call agent had the patient switch from group a to group b and c and the patient stated that they don't feel anything. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.